Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's initials, age, gender, and weight were not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer from spain reported that they obtained blood glucose readings of 470 mg/dl and 26 mg/dl on the contour next link 2.4 meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.